Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the revascularization of an occluded internal carotid (ic) acute stroke, a solitaire platinum unintentionally detached, and the thrombus moved. A solitaire fr was then used to attempt to retrieve the migrated thrombi but failed. The procedure was not completed, and patient condition is deteriorating. No more information was made available. The solitaire 3 6-40-10 was used in ic, although thrombus was collected, some of the thrombus moved to the distal m1 segment. When the solitaire 3 6-40-10 was attempted to be deployed from the junction of the m1 to the top of the ic, resistance was felt, and the solitaire unintentionally detached. The part fell into the patient's cavity and could not be retrieved. The marksman was positioned and did covered to the proximal marker. Although a solitaire 2 4-20 was deployed, the thrombus could not be collected. There was stenosed lesion at the initial branch. There was no blood flow recovery. On the next day, reflux to the same part as the blood flow from the other side before treatment was confirmed. The infarct lesion of the left hemisphere became extensive. The anatomy was minimal in tortuosity and small in diameter. The target vessel was not revascularized, and it was attempted to remove the thrombus again, but it was decided not to provide further intervention with solitaire. Since the infarction at the left hemisphere was widespread, the physician is considering providing decompression.

Manufacturer narrative:
The solitaire platinum pushwire was returned for analysis. No bends or kinks were found with the solitaire platinum pushwire. No damages or irregularities were found with the marker coil. The solitaire platinum pushwire was found to be separated at the distal end of the marker coil. The stent portion of the solitaire was not attached to the pushwire. The stent was not returned as it remains within the patient. The pushwire separated end was cut and sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. Based on the device analysis and reported information, the report of separation, the issue was confirmed as the pushwire was found to be broken. Per the scanning electron microscopy (sem) analysis report, features seen on the device indicative shear overload failure mechanism are visible. Product labeling was reviewed and provides several contraindications, complications, warnings, and instructions for the use and handling of the device in order to prevent damage and separation. Based on the investigation conducted, device separation can occur due to anatomical considerations such as level of tortuosity or variants of anatomy at the aortic arch or neurovasculature, delivery and retrieval friction, resistance where the forces applied to the binding of the solitaire device may be greater, higher number of device passes, guide catheter technique, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, alignment of the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. For this event the solitaire device separation issue was determined to be use related as the device was continued to be retrieved despite resistance. In addition, the solitaire platinum revascularization device is contraindicated with patients with stenosis and/or pre-existing stent proximal to the thrombus site. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, no lot history record review is required. All products are 100% inspected for damages and irregularities during manufacture. Thrombi migration is known inherent risks of mechanical thrombectomy procedure and is documented in the solitaire instruction for use (IFU). Per the solitaire platinum instructions for use (IFU): contraindications ¿ ¿use of the solitaire¿ platinum revascularization device is contraindicated under these circumstances: patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the solitaire¿ platinum revascularization device.¿ warnings ¿ ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ in addition, ¿if excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ revascularization device recovery ¿ ¿to retrieve thrombus, slowly withdraw the microcatheter and the solitaire¿ platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire¿ platinum revascularization device distally. Note: ensure micr ocatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire¿ platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire¿ platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire¿ platinum revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the revascularization of an occluded internal carotid, the solitaire 3 6-40-10 was used in ic, thrombus was collected and some of the thrombus moved to the distal m1 segment. When the solitaire 3 6-40-10 was attempted to be deployed from the junction of the m1 to the top of the ic, resistance was felt, and the solitaire unintentionally detached. The part fell into the patient's cavity and could not be retrieved. The marksman was positioned and did covered the proximal marker. However, slight resistance was felt when the catheter covered the marker. Solitaire 3 6-40-10 made 2 passes. Although, the solitaire 3 6-40-10 was deployed, the thrombus could not be retrieved. There was stenosed lesion at the initial branch. There was no blood flow recovery. On the next day, reflux to the same part was present as the blood flow from the other side before treatment was confirmed. The infarct lesion of the left hemisphere became extensive. The anatomy was minimal in tortuosity and small in diameter.